Event description:
Medtronic received info that immediately after commencing cardio pulmonary bypass (cpb), serial blood gas analysis revealed worsening respiratory acidosis with increasing hypercarbia at sweep flow rates of between 4 and 4.5 l/min. The oxygenator was removed and replaced, and subsequent gas analysis revealed normocarbia and gradually improving acid-base status. During the period of oxygenator change-out, cpb had to be stopped and the partially revascularized heart allowed to beat with gradually diminishing mean arterial pressures, until cpb could be re-established. The oxygenator was returned to medtronic for analysis.

Manufacturer narrative:
Evaluation results = device history review found the product met specs when released for distribution. Analysis: upon receipt, visual inspection revealed yellow stain on the fiber bundle with the absence of clot or excessive fibrin present. The oxygenator was then decontaminated, which removed the yellow stain in the fiber bundle. Next, body fluid was run through the device at 7l/min to verify the performance of gas transfer. Measurements throughout these tests did not identify any abnormalities that would have caused or contributed to the observed poor gas transfer during cpb. A review of device history records did not indicate any abnormalities to this product prior to release for distribution. Conclusion: analysis verified that this oxygenator performed normally throughout testing, operating as designed. There were no abnormalities that would have caused or contributed to the reported poor gas transfer during cpb. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur.